Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, heavily calcified, 90% stenosed distal right coronary artery. After advancing the 3.0x15 mm trek balloon catheter to the lesion, without any resistance felt, the balloon did not inflate when pressurized to 6 atmospheres. It was believed that a balloon rupture had occurred. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.